Event description:
It was reported that during a port placement through right internal jugular vein, the guidewire allegedly kinked at the proximal end. It was further reported that the damage identified upon opening the package. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported deformation issue as kinking was noted on the guidewire just distal to the proximal end in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2022), g3, h6 (device, method). H11: h6 (result and conclusion) . H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during a port placement through right internal jugular vein, the guidewire allegedly kinked at the proximal end. The procedure was completed using another device. There was no reported patient injury.